Event description:
I had mentor memory gel implants put in (B)(6) 2009 in (B)(6). The surgery itself went fine, but 3 years ago, in 2016, everything with my health blew up. Blood work has been fine, but diagnosed with fibromyalgia, chronic migraine, chronic fatigue, arthritis-like issues in my joints, especially my hands, feet, and back. I have also had issues with brain fog, memory, and recall. I have had numerous tests done over the past 3 years. I would also like to mention that when all of these issues first started, pain in my right breast also had started at the same time. I had a mammogram back then and everything was fine. After that all the other body pain, migraines, etc., went into overdrive, so I went through multiple tests and the breast issue took a temporary back seat. The pain never stopped, but I was going through so much testing at the time, and then when they finally diagnosed fibro, I figured maybe it was that since my whole body hurt. Recently though, the breast pain was getting really bad, my right breast changed shape a bit, and the area where the top of breast curves into your armpit was swelling a bit. I went to the dr and the women's imaging office did a mammogram and ultrasound. Both of them showed nothing wrong. I went back to my primary dr and told him that I know something is wrong, can we please order an MRI. I got scheduled for the MRI within a week, and the results showed silicone was leaking into my body and they ordered another MRI more specific to my right breast. I had that done a week later and it confirmed a leaking implant/gel bleed, and that I had silicone in the auxiliary lymph nodes in my right armpit. Unfortunately insurance doesn't cover removal, even though I have silicone being released into my body and I have gotten so run-down and sick that I had to stop working last year. When I had these put in, I was told they were safe, they didn't leak, and even if they tore that they wouldn't leak out. I did a bunch of research before I had them done and still got screwed. I know it is asking for all test dates and results above, but I have too many to list. I am more than happy to provide medical records if needed. FDA safety report ID# (B)(4).